Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to a long charge time. Premature battery depletion is suspected.